Manufacturer narrative:
Weight - estimated, the device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that on (B)(6) 2022, the patient presented with degenerative mitral regurgitation (mr) grade 4, with a small mitral valve. The first mitraclip advanced. During gripper actuation, it was observed that the anterior gripper was not lowering. Standard troubleshooting was performed, cycling the grippers, locking/unlocking the clip, however, the issue remained. It was decided to use another device in replacement. The device was removed without issue. In replacement, another mitraclip was advanced. During leaflet assessment, the gradient was deemed too high for clip deployment. There was no device issue, however, it was decided to not implant this clip. The device was removed without issue. No clip was implanted, the gradient returned to normal parameters, and the mr remained grade 4. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported gripper actuation issue was not confirmed via returned device analysis. Additionally, the gripper cover was observed to be pinched. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified a lot-specific product issue. Based on the investigation, the reported gripper actuation appears to be due to observed gripper arm cover pinched by the harness. A cause for the observed pinched gripper cover could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.